Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the power issue first occurred on an unspecified date ¿a few months¿ prior to the alert date of (B)(6) 2016. The patient manages their diabetes with an unspecified dosage of metformin and did not make any immediate changes to their diabetes management regimen as a result of the alleged product issue. The patient did not develop any physical symptoms as a result of the alleged product issue but stated that they self-treated by taking ¿about¿ 40 units of novorapid insulin on an unspecified date ¿about¿ 3 weeks before the alert date of (B)(6) 2016. At the time of troubleshooting, the cca noted that there was no misuse of the product, and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.